Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 29776.

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with hyphema associated with elevated iop. The hyphema was characterized as 1/4 layered hyphema 3 to 4+ dispersed. The patient most recent status was reported as ¿hyphema clearing slightly with iop improving¿ following treatment with glaucoma medication. The surgeon will monitor the patient. Additional information has been requested.

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent an uneventful cataract surgery followed by stent implantation. The reported hyphema was characterized as grade I (less than or equal to 1/3 anterior chamber vol.) Associated with iop increase. Per report, the patient was on anticoagulant which contributed to reported hyphema. The hyphema was managed with medications and burping at one (1) day postoperatively. The prognosis was reported as ¿adverse event resolved¿.

Manufacturer narrative:
MFR# 29776.